Manufacturer narrative:
The check of drhs (device history records) did not highlight any pre-existing anomalies on the lot numbers involved. This is the first and only complaint received on this lot numbers. A final report will be submitted when the investigation is completed.

Event description:
Revision surgery performed on (B)(6) 2026. Patient complaining of stiffness, loss of function and range of motion. There was no pain reported. During the revision the following devices were replaced: smr reverse hp lat. Liner long (product code: 1365.09.120, lot: 2317383 - ster: (B)(6)) - sold in us. Smr connector small std (product code:1374.15.310, lot: 2202385 - ster: (B)(6)) - sold in us smr reverse hp glenosph. 40 mm (product code: 1374.50.400, lot: 2512220 - ster: (B)(6)) - sold in us. Previous surgery performed on (B)(6) 2025. According to the complaint source the rehab was too conservative, leading the symptoms. Event occurred in canada.